Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/14/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation confirmed that the up arrow and down arrow keypad buttons are intermittently responsive. The buttons require multiple presses with excessive force to obtain a response. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the up arrow and down arrow keypad buttons have been intermittently unresponsive for about a month. She confirmed that the keypad is intact. She stated that she wears the pump in her pocket, and occasionally cleans the pump around the battery compartment threads with a dry q-tip.